Manufacturer narrative:
This report is being supplemented to report additional details provided by the customer and the findings of the investigation. The device referenced in this report was not returned to olympus for physical evaluation. The investigation was conducted based on information provided by the customer. A review of the device history record (DHR) was conducted, there was no abnormality noted. A review of the instructions for use shipped with the device provides the user the following instructions related to the reported event: do not give a shock to the camera head it may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Conclusions: the root cause could not be identified. The following possible causes are inferred from investigation result. Based on the provided information, it is presumed that the image could not be displayed because video communication could not be transmitted to the processor due to damage to the camera head or damage to the cable. Damage to the camera head or cable may be caused by user handling.

Event description:
Additional information provided by the customer: the problem was first noticed before the procedure. There were no other devices involved in the event, no delays in the procedure and the intended procedure was completed. This same device was not used to complete the procedure and no other devices were replaced during the procedure. This device will not be returned to olympus. No further details are available regarding this case.

Manufacturer narrative:
This report is being updated to provide investigation findings. A review of the device history record (DHR) for the complaint device reveals there were no abnormalities in the manufacturing of the device. The instructions for use (IFU) shipped with the device provides the user with the following information related to the reported event: do not give a shock to the camera head it may be damaged. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Conclusions: root cause could not be identified. The following causes are inferred from investigation result: based on the provided information, it is presumed that the image could not be displayed because video communication could not be transmitted to the processor due to damage to the camera head or damage to the cable. Damage to the camera head or cable may be caused by user handling.

Manufacturer narrative:
The device referenced in this report has been received by olympus, but has not yet been evaluated. The definitive cause of the customer's experience can not be determined at this time. This report will be updated at the conclusion of the investigation and/or when additional relevant information become available.

Event description:
It is reported while preparing for an unspecified diagnostic procedure using an olympus 4k camera head, the image does not appear on the screen. There was no patient involvement.